Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they attempted to remove water 24 hours after implantation of foley catheter, but the sterile water could not be removed. The balloon was removed percutaneously by rupturing the balloon through a needle.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way silicone foley catheter. Visual inspection of the sample noted cut into two pieces and without inflation valve (it was cut off). The catheter balloon was dissected and found notch not perforated. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they attempted to remove water 24 hours after implantation of foley catheter, but the sterile water could not be removed. The balloon was removed percutaneously by rupturing the balloon through a needle.